Event description:
It was reported that during transport of the patient, the ventilator was delivering 22-25 bpm and the patient's etco2 would not rise above 23-24. The patient was removed from the ventilator and manually ventilated for the remainder of the transport. No patient harm reported. The customer was unable to duplicate the problem using a practice lung.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from the general checkout procedure. Internal inspection did not reveal any anomalies with the ventilator.